Manufacturer narrative:
(B)(4). B5 describe event or problem - correction/ additional information h2 type of follow up - correction/ additional information h6 - correction/ additional information.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 1-3-24. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.